Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented to the hospital with infection, sepsis and vegetation on the right atrial lead and the right ventricle lead. The pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted. The rv lead was replaced. The patient was in stable condition.", rather than "it was reported that the patient presented to the hospital with infection, sepsis and vegetation noted on the right atrial lead and the right ventricle lead. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition."

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient presented to the hospital with infection, sepsis and vegetation on the right atrial lead and the right ventricle lead. The pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted. The rv lead was replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-52497. It was reported that the patient presented to the hospital with infection, sepsis and vegetation noted on the right atrial lead and the right ventricle lead. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.